Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 03/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2015 with the following findings:the pump powered on to a blank display; the complaint of a dim/discolored display could not be tested due to the blank display. Investigation revealed that the display flex had failed. Unrelated to the display issue, investigation revealed that the battery compartment was cracked in three placed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.